Event description:
It was reported that the intensive care unit (ICU) nurse troubleshooting low flow. They had already tried disconnecting and reconnecting the pads and ensuring the reservoir was full. Only two pads connected (chest pads). Therapy currently stopped. Advised they would need to connect the pads even if they do not place them on the patient. They went and retrieved then connected all four pads. Restarted therapy and guided to diagnostics showed that the system hours were 11275, pump hours were 10127, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads ensuring proper technique. Device primed and stopped. Moved pads to new device ((B)(6)) and restarted therapy, system hours were 11943, pump hours were 11176, inlet pressure (ip) was -7.2psi, flow rate (fr) was 2.7lpm, circulation pump command (cpc) was 70 percentage. They would send other device to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intensive care unit (ICU) nurse troubleshooting low flow. They had already tried disconnecting and reconnecting the pads and ensuring the reservoir was full. Only two pads connected (chest pads). Therapy currently stopped. Advised they would need to connect the pads even if they do not place them on the patient. They went and retrieved then connected all four pads. Restarted therapy and guided to diagnostics showed that the system hours were 11275, pump hours were 10127, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads ensuring proper technique. Device primed and stopped. Moved pads to new device (dyauy033) and restarted therapy, system hours were 11943, pump hours were 11176, inlet pressure (ip) was -7.2psi, flow rate (fr) was 2.7lpm, circulation pump command (cpc) was 70 percentage. They would send other device to biomed.